Manufacturer narrative:
H11: additional information was received that indicates the original allegation against this device was reported in error. The device is only cracked and therefore not considered a reportable event at this time. Please disregard this mrn and no further reports will be submitted against it.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corkscrew broke at the power tool junction and the offset reamer broke when reaming hard bone. In addition, excel t-handle is also broken at the handle. No patient consequences. No delay of the surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.